Manufacturer narrative:
An oxygen mixer was returned to covidien/medtronic¿s product analysis. A visual inspection found the diaphragm, cylinder were dirty and stained. An investigation was performed and the reported issue was verified; however the cause of the noise could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator air and oxygen (o2) mixers are making humming and vibrating noise. There was no patient involvement. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.